Event description:
The right atrial (ra) lead was returned to the manufacturer after being prophylactically explanted and replaced. The ra lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: a694965 implantable tachy lead: (B)(6) 2005. A 5076-58 implantable pacing lead: (B)(6) 2009. A 419488 implantable pacing lead: (B)(6) 2009. (B)(4).